Event description:
Additional information was received that the generator and lead were returned to the manufacturer for evaluation. Product analysis is completed for the generator and is still in process for the lead. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.026 volts, shows a non-ifi condition. The data in the diagaccumconsumed memory locations revealed that 1.325% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was initially reported that the patient had high impedance (over 9000 ohms) at a recent appointment. The patient had a recent generator replacement and at the time of surgery the lead impedance was with in normal limits (886 ohms). At a post-operative appointment the impedance value increased above 4000 ohms but was still within normal limits. The surgeon noted the increase and was going to monitor the situation to see if it decreased. It was at later follow-up the high impedance was received. The output status indicated the patient was still receiving the programmed setting and the physician did not disable the patient¿s generator. Follow-up indicated that there were no x-rays taken. The physician feels that manipulation might have contributed to the incident but the manipulation would have been minor and there was nothing major that occurred. The surgeon tried to remove and re-insert the lead connector pin but it did not resolve the issue. The patient had a lead and generator replacement. Attempts for product return have been unsuccessful to date. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The lead analysis was completed on 09/04/2013. The lead assembly was returned in two portions, and the (-) green electrode ribbon, helical, suture and tie downs were not returned. The following was found on the returned 278mm portion: setscrew marks were observed on the connector pin, providing evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pin. The following was found on the returned 171mm portion: the (-) green electrode quadfilar coil appeared to be broken approximately 6mm from the end of the electrode bifurcation and the inner silicone tubing appeared to be torn in half. Incisions were made to allow for sem photos. An abraded opening was observed on the (+) white electrode inner silicone tubing approximately 22mm-25mm from the end of the electrode bifurcation. A photo was inadvertently not taken during the visual analysis of this returned portion. A spot-weld / slug were observed at the end of the stretched and kinked, (-) green electrode quadfilar coil. During the visual analysis of the returned 171mm portion the (-) green electrode quadfilar coil appeared to be broken. No other discontinuities were identified during the continuity check. During the visual analysis of the returned 171mm portion the (-) green electrode quadfilar coil appeared to be broken approximately 6mm from the end of the electrode bifurcation. Incisions were made to allow for sem photos. The quadfilar coil was cut to allow for sem photos. Scanning electron microscopy was performed on the connector end of the (-) green electrode quadfilar coil break (found at 6mm) and identified the area as having extensive pitting which prevented identification of the coil fracture type and residual material. Scanning electron microscopy was performed on the electrode (mating) end of the (-) green electrode quadfilar coil break (found at 6mm) and identified the area as having extensive pitting which prevented identification of the coil fracture type. During the visual analysis of the returned 171mm portion a spot-weld / slug were observed at the end of the stretched and kinked, (-) green electrode quadfilar coil. The quadfilar coil was cut to allow for sem photos. Scanning electron microscopy was performed and revealed a spot-weld / slug at the end of the coil attached to a portion of the ribbon.